Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Hysterectomy - "the tip of the obturator broke off an fell into the abdominal cavity. This happened during introduction of the trocar. The part was observed and removed from the patient. The product is kept by the nurse but is unwashed at the moment, so please respond if they need to wash it before return. I have told the nurse that a pick up will be arranged asap." Patient status - no patient injury.

Manufacturer narrative:
Investigation summary: only the obturator from the event product was returned to applied medical for evaluation. The missing portion on the obturator tip was not returned. Upon inspection, engineering noticed the obturator tip fracture was brittle with cracks near the break. The root cause of the event is likely due to material degradation during the molding process, which could cause the part to be more prone to brittle fractures. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.

Event description:
Additional information received via email from sales representative on march 16, 2017 response to questions regarding details on the soft clamp (make, model, link to website) : "that's extremely difficult to answer. It is a while ago since this coincident and to find the right answer on which type of instrument used will be almost impossible to answer. As the nurse told me they admit there most probably was an error performed by the surgeon he didn't believe this would create any problems. What I see in surgery is that the surgeon often uses a open instrument to grasp the skin upwards to create a stabile hold while introducing the first incision. This is normally done by 2 open instruments on both side. They are called skin clamp." Additional information received via email from territory manager on february 22, 2017: the head nurse informed the sales rep that this issue has not made any concern about the product, or any concern about any weakness on the product. He suspect a clot clamp is the reason for this issue. Soft clamps is often used when the surgeon has made a to big incision on the skin/tissue layer on the patient to prevent gas leakage. This may cause injury on products. This is his opinion about the accident.